Manufacturer narrative:
Device was not returned per the request of beta bionics. User complaint of (B)(4) could not be confirmed. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen was cracked, the device remained functional, and the user could navigate menus; blood glucose levels were not affected. Symptoms included no adverse clinical effects. Outcomes included no medical intervention or hospitalization. Investigation included review of user report, confirmation of continued device functionality, and logistics monitoring of the return process. Investigation of this case revealed damage to the display consistent with physical impact, with the device otherwise operational; the original device was later discarded and not returned. It was concluded, based on previously established findings for similar reports, that the cause was physical damage from handling or an external factor. However, the original device was not returned to the manufacturer, and therefore no physical device evaluation or investigation was performed to confirm the reported condition or root cause.